Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: ("component code", adhesive code was added according b5), ("problem code", material separation code was added according b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) years since the subject device was manufactured. Based on the results of the investigation; suggested event 1 (distal end has foreign material): it is presumed that the foreign material was not removed by proper reprocessing due to physical damage to the device. Suggested event 2 (there was gap between the distal end and server plug-in): it is likely a result of wear and tear. User may be able to detect the event 1 (distal end has foreign material) by handling device in accordance with the following in instructions for use. Detection method is stated in operation manual_inspection of the endoscope. User may be able to prevent the event 2 (there was gap between the distal end and server plug-in) by handling device in accordance with the following description in instructions for use. Important information: please read before use_ warnings and cautions. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the duodenoscope exhibited foreign material at the distal end. There was also a gap at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.